Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroidectomy procedure, the patient intubation is performed without problems at the beginning of surgery. However, in the middle of the procedure the anesthesiologist realised that the patient begins to desaturate, so he checks the cuff, and it had deflated, proceeding to change the endotracheal tube, ending the procedure without problems. The tube removed from the patient is checked and verified again, so the cuff is verified and it is realized that it deflates on its own, the cuff was broken, the surgery had to be interrupted, the fasteners removed, and the endotracheal tube replaced with a new one. It was an easy intubation (cormack 1). The pressure was monitored using the continuous pressure gauge. The pressures were maintained between 20-25 cmh2o. The mayo cannula used to protect the endotracheal tube during the intraoperative period. There was no injury to the patient.